Event description:
The initial reporter received a questionable high troponin t stat result for one patient from a cobas e 411 rack analyzer. The initial result was 0.039 ng/ml and was reported outside of the laboratory. The next sample for the same patient had a troponin t stat result of 0.01 ng/ml with a data flag. The customer then pulled the initial suspect sample tube and an aliquot of the sample made by the customer¿s preanalytic system. Both samples gave results of 0.01 ng/ml. There was no allegation of an adverse event. The reagent lot number was 365733. The expiration date was requested but was not provided. The customer declined a service visit. The investigation did not identify a product problem. The cause of the event could not be determined.